Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what specific procedure was the device used? What is the healthcare professional¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? The area that stapled, were there any staple formation issues? If so, please describe. Please clarify ¿the surgeon has repeated the procedure manually¿: did the surgeon oversew or did the surgeon redo the anastomosis with another device? Does the surgeon routinely use a 21 mm diameter for this type of procedure? Can you please clarify, what is meant by " he has cut a healthy piece of colon while the patient is fragile on the intestinal plan." How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe. What is the current patient status?

Event description:
It was reported that during the anastomosis, the device did not staple completely. There was only half of the clamp which contained staples and so it has stapled only the half anastomosis. After the stapling, the clamp has been checked and the staples were missing. The surgeon has repeated the procedure manually and he has cut a healthy piece of colon while the patient is fragile on the intestinal plan.

Manufacturer narrative:
(B)(4). Batch # l5198a. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.